Manufacturer narrative:
Investigation summary: it was reported the customer was not able to inject the flush. To aid in the investigation, one empty sample, with no packaging flow wrap or tip cap, was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, per it287 and the result was within specification. It could be possible that some products distributed are towards the high specification limit and related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number: 306546, lot number: 2227032. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We are monitoring the silicone dispersion to confirm consistency in our process and products. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had issues with difficult plunger movement during the injection/flush. The following information was provided by the initial reporter: "we found another of these syringes with the same problem."